Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has a leak in their insulin pump. The patient's blood glucose level was unknown. The customer's mother does not have any information about the insulin pump or if it is under recall. No further information was provided.